Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having some pain in their hip. Thought the head was wearing through the poly. Upon examination, the head was wearing on the side of the poly. The s rom 18x13x160 30 std stem was removed and version was changed in the stem. Surgeon would like to have poly examined to see if any manufactures issues. Doi: (B)(6) 2017, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: h6 (patient). Corrected: b1, b2, d11, h6 (device). H6 patient code: no code available (3191) was used to capture joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned liner confirms evidence of a disassociation event and subsequent material fracture. Examination by a depuy material scientist did not identify any material or manufacturing error. A review of manufacturing records found no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot h03267. No anomalies or deviations were found during the device manufacturing record review. Device history review lot h03267. No anomalies or deviations were found during the device manufacturing record review.